Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit¿s insertion guide¿s coating material was found peeling off the device. There were several other forms of material wear and tear noted throughout the device. Those include but are not limited to material deformation, separation, and deterioration. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer initially returned his olympus evis lucera bronchofibervideoscope due to stains being noted in the insertion guide bundle. There was no patient harm associated with the above event. During the device evaluation, it was discovered that the insertion guide pipe¿s coating material was peeling off. This report is being submitted to capture the peeling coating material confirmed during the device evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. The event can be detected/prevented by following the instructions for use which state: important information ¿ please read before use. 3.2 inspection of the endoscope: 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.